Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. Treatment was not reported. The outcome of the peritonitis event was not reported. Peritoneal dialysis therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). Peritonitis was manifested by acute abdominal pain. On an unreported date, the patient began treatment with edicin (vancomycin) (dose, frequency, route and duration not reported), lespor (cefazolin) (dose, frequency, route, and duration not reported) and lesetum (ceftazidime) (dose, frequency, route and duration not reported) for peritonitis. Dianeal and extraneal therapies were discontinued. At the time of this report, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.